Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. H3 other text : device not returned.

Event description:
Country of compliant: switzerland it was reported that the thread broke during surgery.